Event description:
It was reported that a patient's wound would not heal and the device was explanted. The next day it was reported that the patient symptoms included a wound that was not healing properly. It was unknown if there was an infection. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).